Manufacturer narrative:
A customer from the united states notified biomérieux of a yeast misidentification for a cap survey sample (survey f1-a 2018) in association with the vitek® 2 yst test kit (lot # 2430224403). Vitek 2 obtained a result of candida parapsilosis as a single-choice organism on initial testing. The expected result for this specific cap survey sample, specimen f1-01, included candida tropicalis or candida species, not albicans. An internal biomérieux investigation was performed using the internal sample of the strain. The internal biomérieux cap f-01 strain was rehydrated, subcultured to sda-emmons agar and incubated for 18-24 hours, 35-37° c, aerobically without co2. A second subculture was performed, and testing included individual organism suspensions with the yst cards from four (4) different card lots, in duplicate, as well as the vitek ms. The vitek 2 yst card lots tested included three customer lots (2430398223, 2430432203, 2430224403) and a random lot (2430603203). For the eight (8) yst cards, five (5) resulted in very good identifications of c. Tropicalis, two (2) gave a low discrimination identification of c. Famata/c. Tropicalis, and the remaining card gave a low discrimination identification c. Famata/parapsilosis/tropicalis. The vitek ms resulted in an identification of c. Tropicalis with a 99.9% confidence value. The customer's misidentification was not reproduced. The low discrimination identifications including c. Tropicalis are considered correct. Therefore, the vitek 2 cards are performing as expected.

Event description:
A customer from the united states notified biomérieux of a yeast misidentification for a cap survey sample (survey f1-a 2018) in association with the vitek® 2 yst test kit (lot # 2430224403). Vitek 2 obtained a result of candida parapsilosis as a single-choice organism on initial testing. The expected result for this specific cap survey sample, specimen f1-01, included candida tropicalis or candida species, not albicans. After receiving the survey results, the customer repeated testing and obtained an identification of candida tropicalis as expected. As there is no patient associated with this quality control strain, there is no adverse event related to any patient's state of health. A biomérieux internal investigation will be initiated.